Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2017. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2017 and the pump was not returned for evaluation. The account reported that the device was working as expected. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 28dec2015. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.